Event description:
(B)(6) refused to provide me test strips for my freestyle test strips. I was given by (B)(6) true metrix self monitoring blood glucose system. For the past months, I have gone through two bottles of test strips and have not received only 1 test result. All error messages. Mckeeson's so-called technical support's person I talked to refused to answer my questions regarding this glucometer. This meter constantly gives an e-0 error message. On (B)(6) 2020 was the only day I actually got a result. I have had to stick myself up to 14 times and only to receive the e-0 error message. I have missed some days so I can save some strips to use. Trying to contact someone at mckesson is impossible. Dates of other days of testing is not showing on the meter. The lancet barely pierced my skin. I had to use the lancet device of the freestyle lite in order to try to get a hint of blood. The mckesson lancet is very weak. I had it raised to 5. FDA safety report ID# (B)(4).